Event description:
It was reported that this pump was ¿ulcering out the body.¿ it was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify troubleshooting, medication, resolution, and the patient¿s status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later provided the patient initially had a different manufacturer¿s pump implant. When that pump was implanted reportedly th e patient did not have to take anaspirin. The patient was told that the physician needed to update that pump. Therefore the other manufacturer¿s pump was explanted and the patient had his first synchromed pump implanted. Reportedly, since getting the synchromed pump the patient reported to have had an infection. When the synchromed pump was implanted the catheter implanted was reportedly still another manufacturer¿s and he heard it was supposed to come out. The patient went back to his physician but she had closed her practice. The patient had no medical file ¿or anything¿ and then had a second physician take out the pump. Reportedly this physician ¿ripped my stomach open¿ and tried to sell the patient another manufacturer¿s stimulator. The patient shared that he was told if he didn't do the trial the physician would not put a pump in and so the patient left. The patient went to a third physician who implanted yet another new pump, a new synchromed pump. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their 1st pump was replaced because the doctor decided it was not working correctly. When asked for medication dose and concentration, the patient stated they had a mix of medications; morphine and something else. The dose and concentration was unknown. No further patient complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on 2017-oct-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-10 from the patient's healthcare provider (hcp). The patient's weight at the time of the event was reported. The pump location was unknown as the surgery had occurred in 2014. No further complications were reported.